Event description:
It was reported that a patient underwent a cardiac ablation procedure with ngen pump and air bubbles were moving throughout the tubing set. It was reported that during the operation, there were visible air bubbles moving throughout the tubing set (microbubbles, bubbles, or air pockets). A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information indicated that the bubbles occurred during ablation. There were no error code/alarm generated by the irrigation pump.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received which indicated that the bubbles issue occurred during flushing. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12-jan-2026. It was indicated that the bubble in the tubing was observed after passing through the sensor. There was no problem with the pump. Multiple attempts have been made to obtain clarification of which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product investigation can be carried out, and the customer complaint cannot be confirmed. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no manufacturer record evaluation could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).